Event description:
It was reported that data points were missing from the continuous glucose monitor graph for the past five weeks. During this time, the customer experienced both low and elevated blood glucose (bg) levels of 27 mg/dl and 550 mg/dl. The customer received third party assistance for the low bg level from a neighbor, who performed a glucometer test, prepared and provided carbohydrates to address low bg. The customer also reported that a correction injection was delivered to address the elevated bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.